Event description:
Edwards received information through its implant patient registry that a 23mm aortic pericardial valve, implanted approximately eight (8) years and four (4) months, was explanted and replaced with a 3300tfx 23mm. Reason for explant has not been provided.

Manufacturer narrative:
It is not known at this time if the device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider, we are unable to investigate into the root cause for this event.

Event description:
Through follow up with the health care provider, the operative report was provided and indicates the patient had endocarditis. It states "this is a (B)(4) male, who is approximately 8 years out from aortic valve replacement for aortic insufficiency and 4-vessel bypass grafting for multivessel coronary disease. The patient was well until the last 2 weeks when he was admitted ... With acute cva. While there, he had fevers and chills, positive blood cultures and transesophageal echo showed an abscess of the aortic valve." The valve is not available for return and evaluation because it was discarded. The patient had an additional valve implanted to the mitral position and tee showed good function of both valves. No pvl. Patient went to intensive care in serious condition.

Manufacturer narrative:
This device was reportedly explanted due to endocarditis. The aortic bioprosthesis was still functioning. However, restrictive thrombus and host tissue needed to be removed from the non-coronary side of the annulus. The annulus also needed to be repaired necessitating removal of the aortic valve. An additional valve was implanted to the mitral position unrelated. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. In this case, the endocarditis occurred approximately 8 years after implant of the aortic valve. The source and type of infection were not provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is being made available. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.